Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's regarding a patient who was receiving bupivacaine 26 mg/ml, dilaudid (hydromorphone) 15 mg/ml, and prialt/ziconotide 10 mcg/ml via an implantable pump. On (B)(6) 2016, a hcp called a manufacturer's representative with information about a critical alarm. There was an audible alarm and the patient had more pain. After telemetry of the pump, the alarm message about a motor stall was on the screen. The hcp programmed a bolus of 1 mg bupivacaine in 1 hour to send an impulse to the pump. He did it twice but the motor stall failure was still there. After this, he programmed the pump with minimal flow rate and changed the drug regime to oral and/or IV. The patient was on "imc unit" until pump replacement was done. Surgical intervention was scheduled for (B)(6) 2016. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient status was alive - no injury.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues on the gear train of the motor. Analysis identified stall due to shaft-bearing of the gear train of the motor. Eval code-result updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative. It was noted that the patient was receiving bupivacaine at 26 mg/day. There was no further troubleshooting performed. The pump was successfully replaced on (B)(6) 2016. As far as the hcp knew, the patient was fine after the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.